Manufacturer narrative:
The device used in the reported event was requested for evaluation however to date it was not received. The lot number of the device was not provided therefore we were unable to review the lot manufacturing records.

Event description:
A report received from a user facility in the united kingdom stated that during a cataract procedure, towards the end of the segment removal, a particle was noticed in the patient's eye. The particle was small and it was easily removed with I/a. There was no report of injury or consequences to the patient.

Manufacturer narrative:
One collection cassette assembly was returned wrapped in a plastic bag. Visual inspection found the cassette assembly dirty with fluid in the tubing and collection cassette. The fluid was vacuum off through a 0.45 micron filter in an attempt to trap any possible particles. Microscopic examination found the filter covered in what looks like organic material. No white particle was found. In addition to the cassette assembly, a bl3170 handpiece, a purple phaco needle tip and a needle wrench were returned on an unknown sterilization tray. The purple needle tip was examined and found visible damage/marring on the tip. The needle wrench was examined using a microscope and a small section on the inside of the wrench is marred with material missing, however the area does not have a white particle present. The returned handpiece was also inspected and no defects were found. A functional test was performed using a stellaris system and the handpiece tuned, primed and irrigated as intended. The source of the white particle, reported by the customer, cannot be determined.